Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/8/2021. A manufacturing record evaluation was performed for the finished device lot number an8654, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? No. What was used to complete the procedure? Another catgut.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.